Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: upon receipt, the catheter was visually inspected and it was found a hole at the pebax and reddish material inside it. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed for finished device 30351783m number, and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the foreign material found inside the pebax area could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
A patient underwent an unspecified ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax and reddish material inside of it. During the procedure, the value of the orce sensor was abnormally high (over 50g) while ablating. No further details were provided for the procedure. No patient consequences were reported. The force issue is not MDR-reportable. However, the hole in the pebax is MDR-reportable.